Manufacturer narrative:
B4: updated event description. H6: update e2401 to e050102, e2121, and e2330. Update a26 to a050408 and a010402. Add g07001. Update c21 to c19. Update d16 to d15 & d12. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, component migration. B3: corrected event date to june 1, 2021. Newly provided information reported the endoleak and migration was first observed in june 2021. June 1 was selected as the exact date is unknown.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis (a total of 4 components: one trunk-ipsilateral leg (rlt261212), two contralateral legs (plc121000 on the right, plc181200 on the left), and one iliac extender on the right) was implanted on (B)(6) 2018 for an emergency endovascular aneurysm repair (evar). In (B)(6) 2021 during a routine follow-up, a type 2 endoleak was observed with aneurysm sac increase. There was also a small distal migration of 4 mm of the trunk. In (B)(6) 2021, a reintervention was performed placing a 28 mm cuff of a unknown brand on the proximal end of the trunk. In (B)(6) 2021, percutaneous onyx injection was done for the type 2 endoleak. In (B)(6) 2022, further percutaneous onyx injection was performed for the type 2 endoleak. In (B)(6) 2024, episode of back pain triggers a patient follow-up with CT which showed an increase in aneurysm size but no features of rupture. The type 2 endoleak is still seen. No further reintervention has been reported for the type 2 endoleak.

Manufacturer narrative:
D6a: the exact date of implant is unknown, the implant was reported for (B)(6) 2018 was selected as date of implant. D10: gore® excluder® aaa endoprosthesis - contralateral leg endoprosthesis (plc121000 and plc181200). Gore® excluder® aaa endoprosthesis - iliac extender endoprosthesis (pll161207). H3: other code and h6: code b20 - the device remains implanted. H6: b14 - a review of the manufacturing records indicated the lot met pre-release specifications. Gore is collecting more information regarding the cause of the reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a reintervention was performed on the gore® excluder® aaa endoprosthesis implanted in (B)(6) 2018 for an endovascular aneurysm repair (evar). A gore® excluder® iliac branch endoprosthesis and two gore® viabahn® vbx balloon expandable endoprosthesis was implanted during the reintervention. No further information is available at the moment.